Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The reported event was not duplicated; however, the manufacturer diagnostic engineer found the device had flex strip damage. The presence of flex strip damage may cause or contribute to unintentional running. The motor assembly was replaced to address the flex strip damage.

Event description:
It was reported that during equipment testing conducted by a manufacturer representative that the device runs unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer representative that the device runs unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.